Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record review is not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the "sleeves are softer and the sleeves become bruised when performing the incision" during an unknown quantity of eye surgeries. To resolve the issue the surgeon adjusted the system's settings. The procedures were completed without harm to the patients. There is no product sample available as it was discarded after the procedures were completed.